Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for device exchange. Device interrogation before procedure revealed that the right ventricular lead had loss of capture and high impedance. The lead was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.8 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.